Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced the cannula breaking off or pulling out during use, causing a serious injury in the form of a dirty needle stick to the nurse operating the device. The following information was provided by the initial reporter: the nurse injected to the inpatient. When the nurse tried to recap, the needle was detached and attached to the skin of the nurse.

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The root cause is undetermined and the complaint can't be confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700 case jp experienced the cannula breaking off or pulling out during use, causing a serious injury in the form of a dirty needle stick to the nurse operating the device. The following information was provided by the initial reporter: the nurse injected to the inpatient. When the nurse tried to recap, the needle was detached and attached to the skin of the nurse.